Event description:
The reason for call was caller stated they were told to call and receive implant reports because they are having the implant removed. Patient reported they met with a manufacturing representative (rep) 12yrs ago and had programming done and the device has never been able to turn on. Agent reviewed implant sheet. Agent warm transfer patient to prs for implant sheet.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.